Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient had an infusion port inserted in the medial side of the left upper arm. During the infusion of supportive fluids, the patient experienced pain and swelling in the left upper arm, and the skin appeared pale. The nurse immediately stopped the infusion and found no blood returned upon aspiration. The infusion was then continued through a peripheral vein instead. Upon removal, leakage was observed in the infusion port tubing. There was patient involvement, but no harm reported.